Manufacturer narrative:
All available patient information included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect syphilis tp results were generated for a (B)(6) year old male having a physical examination. The customer stated the sample generated a (B)(6) result of (B)(6), while the sample generated a (B)(6) result. The customer stated the retest of the samples were consistent. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets was performed for the architect syphilis tp reagent lot number 23334be01 and it was determined that the reagent lot is performing as expected. A review of tracking and trending for the architect syphilis tp reagent did not identify any trends. A retained reagent kit of lot 23334be01 was tested in a sensitivity setup. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Manufacturing documentation was reviewed and no issues were identified for the architect syphilis tp reagent. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect syphilis tp reagent, lot 23334be01.